Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hernia procedure, when firing, staples partially deployed but was stuck in the end of the stapler and was caught on tissue. Staples that were deployed did not form properly. Another stapler was used to complete the procedure. There was no patient injury.